Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available.

Event description:
It was reported that an implant at tooth site #25 was removed due to a fracture at the body. Procedure will be completed after 3 months. Patient suffered from pain. Bone density type: ii.